Manufacturer narrative:
A supplemental report will be sent with the analysis results when complete.

Manufacturer narrative:
No damage is apparent on sling. Unable to determine failure.

Event description:
It was reported that during the implant of a sparc sling, the sling over-tightened under the urethra. This was upon removal of the sticky sheaths. An attempt was made to loosen the sling with the adjustment suture but it then "distorted" the mesh. The mesh then did not have the appropriate width. The physician decided to remove the mesh and insert another sling. The new sling was implanted with no issues. There were no patient complications reported in relation to this event.